Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the motor stall was not identified. The programming sheet was available only with logs read. The cause was believed to be imaging, but not documented as such.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving prialt at a concentration of 5.0 mg/ml and a dose of 0.7502 mcg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump was interrogated and a pump motor stall and recovery were noted on (B)(6) 2012. It was indicated the event was related to the device or therapy. No action was taken and the issue resolved without sequelae on (B)(6) 2012.

Event description:
Additional information received from a healthcare provider via a clinical study reported the motor stall occurred on (B)(6) 2012 at 10:22 and recovered the next day at 11:04.